Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received cut in half. No additional defects were observed with the lens (including the haptic). Plunger rod issue (bent tip) was observed which suggests excessive force was used during insertion. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests an inadequate amount of viscoelastic was used during loading and insertion which may lead to the reported complaint issues (however, they were not confirmed during evaluation). No additional defects or assembly issues were observed with the handpiece before and after disassembly. Conclusion: the complaint issue haptic damage was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens haptic was dangled and cracked when the doctor attempted to fully insert it in the patients left eye. The issue was observed after insertion and it was removed. No other information was provided.